Manufacturer narrative:
Clarification to d6a: partial date of 2017 provided. Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "pain" and "malpositioned implant:" rupture discovered at explant.

Event description:
Healthcare professional reported "the patient requested implant explantation due to "pain" and "malpositioned implant", "during the explantation procedure, silicone breast implant was found to be grossly ruptured". This record is for the left side. Device was explanted.